Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt also experienced stimulation at the pocket area (on the left side) when the neurostimulator was turned on. There was no known related incident or accident reported. The impedance values were normal. The pt was programmed to c + 3 on the left side. No info was provided related to the pt's outcome. A follow-up report will be filed if add'l info becomes available.